Event description:
It was reported that, "tip of the straight screwdriver stripped off while tightening screw. Tip of articulating screwdriver stripped out while tightening screw."

Manufacturer narrative:
This is the same event as MFR # 2249697-2012-0313. When completed, the eval summary will be submitted in a supplemental report.